Manufacturer narrative:
E1: patient city: (B)(6) patient country: italy

Event description:
Unomedical reference number (B)(4). Event occurred in italy. On 12-jun-2024, it was reported that patient faced infusion set tubing detachment event. Patient reported that infusion set tubing came apart. No further information available.